Event description:
Reported via clinical study. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a flow going through the closure device with concerns that there was a hole in the fabric of the closure device. There were no patient complications that were reported to have occurred as a result of this event. No intervention or treatment has been performed at this time. It was further reported that the closure device had shifted from the initial implant procedure position.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro was not returned; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350 batch # 0036371195. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal, implant movement/shift, and fabric damage (additional device required, medication required). Risk review a risk review was completed and confirmed that the events of implant did not seal, implant movement/shift, and fabric damage were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
Reported via clinical study it was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a flow going through the closure device with concerns that there was a hole in the fabric of the closure device. There were no patient complications that were reported to have occurred as a result of this event. No intervention or treatment has been performed at this time. It was further reported that the closure device had shifted from the initial implant procedure position. It was further reported that three months post procedure the closure device was percutaneously removed and a new closure device was reimplanted. It was further reported that two months post procedure the patient was started on apixaban and stopped taking aspirin.

Event description:
Reported via clinical study. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a flow going through the closure device with concerns that there was a hole in the fabric of the closure device. There were no patient complications that were reported to have occurred as a result of this event. No intervention or treatment has been performed at this time. It was further reported that the closure device had shifted from the initial implant procedure position. It was further reported that three months post procedure the closure device was percutaneously removed and a new closure device was reimplanted.

Event description:
Reported via clinical study. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a flow going through the closure device with concerns that there was a hole in the fabric of the closure device. There were no patient complications that were reported to have occurred as a result of this event. No intervention or treatment has been performed at this time. It was further reported that the closure device had shifted from the initial implant procedure position. It was further reported that three months post procedure the closure device was percutaneously removed and a new closure device was reimplanted. It was further reported that two months post procedure the patient was started on apixaban and stopped taking aspirin.

Event description:
Reported via clinical study: it was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a flow going through the closure device with concerns that there was a hole in the fabric of the closure device. There were no patient complications that were reported to have occurred as a result of this event. No intervention or treatment has been performed at this time.